Event description:
On (B)(6) 2013, this vns patient reported that she had been experiencing an increase in depression. Device settings were checked by the physician, and the patient reported that her device had spontaneously reset itself from settings for depression to those for seizure control. The patient knew when the device was working right because it affected her vocal cords for 30 seconds every 5 minutes. Attempts for additional information have been unsuccessful.